Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation the optic and trailing haptic tore apart. Anterior capsule tear was also reported. However, no info was provided regarding the cause of the anterior capsular tear. A second lens of same model was implanted successfully. The pt' current prognosis is good. Reference 2031924-2014-00172 for the inserter involved in the event.